Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure, corroded drain fitting, and damaged power switch. Functional testing was not able to duplicate the reported alarm. The complaint was not confirmed. There was a "no disposable" alarm that was going off. Confusing the two alarms is common because of the pictures on the front of the device. Root cause of the "no disposable" alarm was attributed to a bent micro switch. It is believed the microswitch became bent due to usage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is alarming fluid is fine. Patient involvement is unknown.